Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer curved instrument to perform failure analysis. The instrument was analyzed and found to have the lower grip broken. Three pieces measuring approximately 8.28mm x 11.77mm, 3.70mm x 7.02mm and 1.91mm x 8.02mm in size were broken and detached from the grip. All three pieces were returned with the instrument. The fragments became detached as a result of the break on the lower jaw. The vessel sealer curved instrument was found to have a dislodged blade. A visual inspection showed that the blade was extended 10.13mm outside of the blade garage. There was no bio debris found at the instrument's tip. Additionally, the instrument was returned with the energy delivery cable cut. Note: a review of the instrument logs reveal the customer also used another vessel sealer curved instrument (lot #k10260212-0224) during the case. Although failure analysis identified broken fragments with vessel sealer curved instrument (lot #k10260212-0235), it is unclear if fragments also broke off vessel sealer curved instrument with lot #k10260212-0224. Refer to medwatch report (MDR) with MFR. Report #2955842-2026-30254 for MDR submission of the event against vessel sealer curved instrument with lot #k10260212-0224.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the vessel sealer curved instrument broke and fell apart while the surgeon was grasping a fallopian tube. A fragment fell inside the patient; however, the surgeon was able to retrieve the broken piece(s) during the same procedure which was completed robotically. Post-operative x rays and fluoroscopy were performed which confirmed complete retrieval of the fragment(s).